Manufacturer narrative:
(B)(4). The returned lead (serial # (B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #1 - #7 conductors were broken; 15.0 cm from the distal end of the lead at or near the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-may-2021, UDI#: (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that impedance values were greater than 10000 ohms on all electrodes and there was no stimulation. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It is unknown what diagnostics or troubleshooting was performed. A lead revision was performed successfully, and the issue was resolved. The patient was alive with no injury.